Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The caster wheel was replaced, and the unit was returned to service.

Event description:
The hospital reported the caster wheel had completely broken off of the unit. There was no report of patient involvement.